Event description:
Caller states the pt tested >8.0 inr and >8.0 inr on the coaguchek s system while a comparison lab returned as 5.1 inr. Coumadin was adjusted based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.